Manufacturer narrative:
This investigation is complete. If additional information is provided, this investigation will be updated.

Event description:
It was reported that out of range pace impedance measurements were seen in the bipolar and unipolar configuration when it comes to this right ventricular (rv) lead. The patient will continue to be monitored via remote monitoring, and no further changes were made. No adverse patient effects were reported.